Manufacturer narrative:
Additional information: the suspect lens was exchanged on (B)(6) 2016 for a longer lens and the problem was resolved. Patient's post-op uncorrected visual acuity (ucva) as of (B)(6) 2016 was 20/40. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found that there was no visible damage to the lens. (B)(4).

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -9.5/+2.0/93 diopter in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting.